Event description:
It was reported to philips that the system's geometry was restarting frequently, which can impact geometry movements. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedure was performed by the customer and completed after geometry restart. Philips field service engineer (fse) inspected the system onsite and confirmed that system's geometry was restarting frequently which had impact on geometry. Review of the system log file showed that x03 frame loss. To resolve this issue, fse replaced the table lateral amc. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed after geometry restart and geometry was restarting on its own. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on investigation outcome.